Event description:
The sensor was inserted into the arm on (B)(6) 2024

Manufacturer narrative:
(B)(4). Describe event or problem - correction to the following statement in the initial MDR, "the sensor was inserted into the arm on (B)(6) 2024"

Event description:
It was reported that a "g7 wearable failure" was reported. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient¿s dexcom wearable failed and the patient had no bg meter to use as a back-up. The patient was experiencing vomiting and tachycardia. At an unspecified time, the patient¿s daughter called emergency medical services (ems). Ems arrived, and the patient¿s bg meter reading was 500 mg/dl. She was then transported the patient to the emergency room. The patient was treated for diabetic ketoacidosis (dka) with unspecified IV fluids and insulin. At some point while at the ER, the patient¿s bg meter reading was down to 100 mg/dl. It was not specified how long the patient was in the ER before being discharged. The patient was feeling better at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. Medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.